Manufacturer narrative:
Concomitant products: d224drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead had noise oversensing. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.